Event description:
During training by a zoll medical sales rep, the device prompted a "unit failed" message. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.